Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the drawer board due to ejecting pockets, identified that drawer 6 had a broken retractor, replaced it successfully, and completed diagnostics testing with successful results. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure was reported on the station as it was not detected on the bus; recovery attempts, device reboot, and power reset (unplugging for 10 minutes) were performed, but the drawer remained undetected and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.